Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a disconnected cable from the lcd assembly to the backlight driver module. The lcd cable was reconnected to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.